Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The buttons on the insulin pump were unresponsive. She could not clear the alarm and the insulin pump's screen was blank. The customer had the insulin pump replaced three times. Customer's blood glucose level was 182 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. No button error alarm was noted during testing. No blank display, display anomaly or damage to the inside of the insulin pump was noted. No operating currents could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.